Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 1627487-2019-10509. It was reported that the patient's scs system was not providing adequate therapy due to lead migration. As a result, the scs lead was explanted and replaced on (B)(6) 2019. Effective therapy was established post-operatively.